Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed an open sore underneath her left breast. The patient reported that her garment was too tight. The patient was applying an antibiotic cream on the wound. The patient was issued a larger sized garment. The patient's medical outcome is unknown.